Manufacturer narrative:
A revision procedure was performed and the lead was surgically abandoned and replaced. The lead will not be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that this lead had a high pacing impedance measurement. The measurement was as high as 2500 ohms, and varied with patient inspiration and expiration. A lead fracture was suspected. No adverse patient effects were reported.